Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeling adhesive on the forceps cover likely occurred from an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. Additionally, the specific cause of the foreign residue could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing of the returned device, service was not able to remove the foreign residue. In addition, service found there was play in the angulation knob due to stretching of the angulation wire, the adhesive on the bending section cover was cracked, the scope connector was loose, and an element was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no air/water flow, and the "bone" would not inflate. The reported issue occurred during an unspecified diagnostic procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service confirmed the reported issue and found it was because the suction balloon channel was clogged with foreign residue. In addition, the adhesive on the forceps cover was peeling. This report is being submitted for the malfunctions found during evaluation of the device (adhesive peeling and foreign residue). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.